Event description:
It was reported that for the past year, there has been a trend of decreasing impedance. It was also reported that there was a lead warning due to low impedance and a polarity change to unipolar was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that the proximal conductor was fractured, all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was ruptured, the outer insulation was ruptured, the outer insulation was breached cut, the outer insulation had a cosmetic depression and the outer insulation was breached and had a depression.